Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator alarmed vent inop. There is no patient involvement associated with this event.